Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7085637.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.